Event description:
It was reported that the patient was hospitalized due to receiving inappropriate hv therapy. Interrogation revealed noise on the atrial and rv channels. Also noted was a single occurrence of increased pacing lead impedance. The noise and impedance anomaly were not reproducible with provocation. Device was explanted and replaced. Patients condition was stable after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4). Evaluation description: the reported field event of inappropriate shock due to noise was verified via stored egms. The device was tested on the bench and using automated test equipment and no noise was observed. The cause of the noise could not be determined.